Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from patient's wife, stating that the patient is deceased, and she would like to send back the recalled device. She needs a shipping label to return the device. The caller was asked if the label could be sent via email, but caller would prefer the label sent via mail. Shipping label has been sent the callers 'address. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.